Event description:
It was reported that this lead was previously surgically abandoned with the indication of 'recalled dual coil'. This was previously added to the spreadsheet but the model/serial number was unknown. Updating to include model/serial number. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).